Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-01377 pertains to the other device.it was reported to boston scientific corporation that an advantage transvaginal sling system was used during a sling placement procedure on (B)(6), 2009.according to the complainant, the patient had an excision surgery on (B)(6), 2009 to have portions of the mesh removed. The exact nature of the surgery is unknown.all other information is unknown and reportedly unavailable.